Event description:
Pt developed left arm swelling. Venogram showed fragment of catheter in the vena cava. This piece was removed. They are unable to determine the product or date of insertion. It looks like a piece of a venous access device. Since 1993 this pt, who has cancer, has had many ports and central lines.